Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Patient developed swelling on the left axilla and became infected. Pt was treated with antibiotics and a steroid pack. Condition improving patient has bruising left axilla.